Event description:
During the atrial fibrillation ablation procedure, a clinically significant delay occurred. Initially the geometry was too large so that during the ablation, without a contact pressure measure, it was not clear when the physician was on the wall of the heart or not with the catheter. Due to such, a clinically significant delay occurred. Despite the issue, the procedure was still able to be completed with no adverse consequences to the patient.

Manufacturer narrative:
Based off of the information received from the field and review of the ensite x cardiac mapping system verifying that in some cases a model bloat/false space can occur, the reported event was confirmed.